Event description:
This rv lead was implanted on (B)(6) 2010, and remains implanted at this time. A call was placed to techincal services on 11/28/2016, stating that this lead exhibited gradual rise from 400 to over 1897 ohms. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).